Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found a scratch in the cap. Functional testing was performed with no issues noted. The reported condition of malformed was verified. The cause could not be determined. The priming issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the terminal end of a continu-flo set was malformed and would not properly prime. The device was not used. There was no patient involvement. No additional information is available.